Event description:
During connection of ventilator to the patient it was noted by the respiratory therapy technician that the patient was not ventilating. A check out of the ventilator was started, verifying connections and settings. Everything seemed correct, but breaths were still not being delivered.